Event description:
It is reported that the probe will not stay in the circuit. It is reported that this affects all patients. It is also reported that there is excessive green secretions in the expiratory limb. No patient injuries are reported.